Manufacturer narrative:
Unit received with flashing white display immediately after battery insertion. Unable to perform sleep current measurement, active current measurement, and selftest due to flashing white display. Unable to verfiy blank display, verify keypad/button unresponsive/button error, and unable to download due to flashing white display. The p-cap locks properly into the reservoir compartment. The pump was cut open and severe corrosion was noted on all electronic assemblies during visual inspection. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, cracked case at belt clip rail corner, cracked battery tube threads, faded serial number label, stained keypad overlay buttons, and scratched case. Blank display and keypad/button unresponsive/button error could not be confirmed during analysis due to flashing white display. Flashing white display was confirmed due to severe corrosion on all electronic assemblies. Cracked battery tube threads confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was not turning on and the patient was on the pool. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for display issues and the customer reported blank display. The customer stated that no damage to the battery cap contacts and compartment. Troubleshooting was performed for fluid in the pump. The customer stated that no visible water in the pump and the buttons were unresponsive. Troubleshooting was performed for keypad anomaly and the customer stated that the pump was not exposed to a change in altitude. Troubleshooting was performed for damage and the customer reported that the pump functionality was affected. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.